Event description:
(B)(6) study. It was reported a device leak occurred. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure and a 27mm watchman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 24.0 mm. Prior to the procedure, 81 mg aspirin and 20 mg rivaroxaban were administered. One day post procedure, the patient was discharged with aspirin and rivaroxaban. On (B)(6) 2018, the 45 day follow up echocardiography revealed complete seal with 60% left ventricle ejection fraction (lvef). On (B)(6) 2019, during protocol specific 18-month follow up visit, transesophageal echocardiogram (tee) revealed complete laa seal with 3 mm size of largest residual jet around device and no thrombus and pericardial effusion was noted. On (B)(6) 2019, the patient was noted with peri device leak and a coil closure procedure was performed that day. The patient was on aspirin and apixaban and the leak was considered resolved. One day post procedure, the patient was discharged on aspirin and apixaban.